Event description:
It was reported the patient felt shocks shooting at her left hip all the way down her leg. The patient feels muscle pain from her stimulation. When she is sitting her muscles get aggravated and when she bends down she would get ¿shocked¿ but decreasing stimulation did not help the sensation. It felt like something was poking her where the ins is implanted. The symptoms were reported to the doctor¿s office in late (B)(6) but the physician¿s assistant told her it is not possible for stimulation to be going down her leg. The sensation was getting progressively worse since (B)(6) 2014 and it also gets worse when she runs. It was noted the patient falls a lot when she runs on trails. Patient stated no recommendations were provided as how to proceed. It was recommended to turn her stimulator off to see if that resolves the issue but that outcome was unknown. The patient was reprogrammed with 4 new programs. The cause of the event was determined but it is unknown whether it is device related. The healthcare provider noted the patient recovered without permanent impairment and their follow-up appointment is (B)(6) 2014. The patient stated things were working fine until she had an ins replacement and then she had some adjustments after it was replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3093-28, lot# v160299, implanted: (B)(6) 2008, product type: lead. (B)(4).